Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead conductor fracture. This rv lead was replaced and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was discarded; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental report is being filed to correct the b5: describe event or problem; and h6: device codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead conductor fracture. This rv lead was replaced. No additional adverse patient effects were reported. Additional information indicated that this right ventricular (rv) lead had been previously capped and explanted due to a lead conductor fracture.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; and h6: device codes. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead conductor fracture. This rv lead was replaced and will not be returned. No additional adverse patient effects were reported. Additional information indicated that this right ventricular (rv) lead had been previously capped and explanted due to a lead conductor fracture with high threshold.